Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that ¿blurry image¿ occurred due to connector failure. The probable cause of the connector failure was that flooding occurred from cable resulting to a broken connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to smashed video connector. Additional findings include the following: there were multiple kinks or knots on the cable, and the device failed the leak test due to leak found from the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd 3cmo's autoclavable camera head had an image problem (blurry image). The therapeutic or diagnostic procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.